Manufacturer narrative:
The device has not been returned for investigation. A supplemental report will be filed if the device is received.

Event description:
A peritoneal dialysis patient stated that the cycler will not turn on. Patient stated that the previous night, treatment was cancelled due to the patient falling down and needing to go to the hospital. The patient stated that when the switch on the cycler is turned to the on position, the screen remains blank and the touch pad does not light up. The power cord is secure in a wall outlet.

Manufacturer narrative:
There appears to be a temporal relationship between the patients¿ fall the evening of (B)(6) 2017 and the ccpd treatment that evening with the liberty cycler as the patient stated ¿treatment was cancelled due to falling down and needing to go to the hospital.¿ however additional information related to the details of the fall and the course of the hospital visit to determine any potential causality. Should additional information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis patient stated that the cycler will not turn on. Patient stated that the previous night, treatment was cancelled due to the patient falling down and needing to go to the hospital. The patient stated that when the switch on the cycler is turned to the on position, the screen remains blank and the touch pad does not light up. The power cord is secure in a wall outlet.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient stated that the cycler will not turn on. Patient stated that the previous night, treatment was cancelled due to the patient falling down and needing to go to the hospital. The patient stated that when the switch on the cycler is turned to the on position, the screen remains blank and the touch pad does not light up. The power cord is secure in a wall outlet.